Event description:
Patient presented to the physician with tenderness, redness, and inflammation at the ipg site. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with an infection at the chest and neck incision sites. Physician brought the patient into the operating room and removed the entire inspire system. Patient will complete the previously prescribed course of antibiotics.